Event description:
It was reported that the patient received an alert and submitted a merlin.net transmission. The lead exhibited low, out of range pacing impedance. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.